Event description:
It was reported to medtronic neurosurgery that the doctor found valve leaking during the surgery.

Manufacturer narrative:
The valve was patent. It did not meet requirements for siphon or reflux testing. The device also did not meet specifications for leak testing as there was a tear in the top of the delta chamber. It is unk how or when the damage occurred. The damage precluded pressure-flow and preimplantation testing. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, resulting in fluid reflux and siphoning. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.